Event description:
It was reported that during a laparoscopic cholecystectomy procedure, four devices used in the same case had clips falling out into the patient and had to be retrieved. A couple of the devices also jammed. Another technique was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9055c; exp date 01/21/2011, mfg date 12/21/2016. The analysis results of device (c) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. This finding is not related with the incident reported. Upon firing of the device, two unformed clips dropped down from the jaws. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It could not be determined what may have caused the incident reported. The remaining clips were conforming according to manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. Anti-backup, advancer.